Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reports a patient was to receive saline at 20 ml/hour with a vtbi of 490 ml as a primary infusion, and a 50 ml infusion of rocephin. About four hours after starting the infusion, the saline IV bag was empty and the device was alarming air in line. The pump said that only 141 ml total volume was infused. The customer is unsure how the entire saline bag was empty. The customer tested the device to deliver 50 ml and found it delivered 66 ml, and that the unit allowed fluid to free flow when turned off. There was no patient harm.

Manufacturer narrative:
Additional investigation consisting of the internal disassembly of the mechanism frame showed a bent (p4) occluder spring, indicative of improper installation of the mechanism assembly. A bent occluder spring during assembly of the mechanism can inhibit an occluder from properly pinching off the IV set resulting in an over infusion of medication or a free flow event. Based on a history review, the bezel assembly was replaced in 2010 by bd service personnel which includes adding tamper-evident seals on the mechanism screws. However, no seals were observed during the internal disassembly. Results indicate that non-bd personnel removed and replaced the mechanism assembly/bezel incorrectly after the device was serviced in 2010, leading to the reported incident. The proximate cause of the customer¿s reported over infusion and free flow event is improper installation of the occluder spring (p4). The root cause of the bent occluder spring was not definitely determined but is believed to have occurred during customer repair of the device.

Event description:
The customer reports a patient was to receive saline at 20 ml/hour with a vtbi of 490 ml as a primary infusion, and a 50 ml infusion of rocephin. About four hours after starting the infusion, the saline IV bag was empty and the device was alarming air in line. The pump said that only 141 ml total volume was infused. The customer is unsure how the entire saline bag was empty. The customer tested the device to deliver 50 ml and found it delivered 66 ml, and that the unit allowed fluid to free flow when turned off. There was no patient harm.

Event description:
The customer reports a patient was to receive saline at 20 ml/hour with a vtbi of 490 ml as a primary infusion, and a 50 ml infusion of rocephin. About four hours after starting the infusion, the saline IV bag was empty and the device was alarming air in line. The pump said that only 141 ml total volume was infused. The customer is unsure how the entire saline bag was empty. The customer tested the device to deliver 50 ml and found it delivered 66 ml, and that the unit allowed fluid to free flow when turned off. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion and free flow was confirmed. A review of the pump module logs confirmed the reported primary and secondary infusions occurring on (B)(6) 2018 between 10:14 am and 1:18 pm. Programming details could not be confirmed since the pcu and its logs were not returned for investigation. At 10:14 am, the primary infusion was programmed with a rate of 20ml/hr and a vtbi of 500ml. The module infused for approximately 2 hours before the secondary infusion was programmed. At 12:13 pm, the secondary infusion was programmed at a rate of 50ml/hr, with a vtbi of 50ml. The secondary infusion completed after an hour and the device resumed the primary infusion. At 1:18:02 pm, an air in line alarm occurred. The module was channeled off at 1:18 pm. The total primary volume infused was recorded at 41.33ml. The total secondary volume infused was recorded at 50ml. The pump module failed rate accuracy testing, exhibiting uncontrolled fluid flow. Internal inspection showed a damaged/bent occluder spring as well as fluid ingress under the membrane frame, in the bezel cavity and at the top of the occluder and pumping fingers. A third party rear case was in use, and a small plastic fragment was noted underneath the membrane frame on the lower left area. The contamination was removed from the occluder and pumping fingers and the device then passed a retest of the rate accuracy. The proximate cause of the over infusion and free flow event is suspected to be a bent occluder spring. It is suspected that the dried fluid residue on the occluders and pumping fingers were a contributing factor. The root cause of the bent occluder spring was not determined.